Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received a shock from the implantable cardioverter defibrillator (ICD) and came into an outpatient clinic for interrogation. However, the ICD was unable to be interrogated and a code displayed indicating the device was in safety mode. Subsequently the patient was hospitalized the same day and a revision procedure was performed. The ICD was explanted and successfully replaced. Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead error had been recorded code 1004. The device was noted to show a status of beginning of life (bol) and normal power usage. Review of depletion pattern showed normal battery depletion. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to enter safety mode, despite the fact that significant battery voltage and capacity remained. The lead remains in service at this time. The field is being contacted regarding the analysis findings, to discuss next options with the physician. The field representative inquired with the clinic and was informed that the entire ICD system, including the rv lead was replaced with another manufacturer's ICD system two months later. It is unknown if the rv lead was explanted or surgically abandoned, and that detail was not provided to the field representative from the clinic. No reason for the change out procedure was provided to the field representative by the clinic when they inquired. No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received a shock from the implantable cardioverter defibrillator (ICD) and came into an outpatient clinic for interrogation. However, the ICD was unable to be interrogated and a code displayed indicating the device was in safety mode. Subsequently the patient was hospitalized the same day and a revision procedure was performed. The ICD was explanted and successfully replaced. Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead error had been recorded code 1004. The device was noted to show a status of beginning of life (bol) and normal power usage. Review of depletion pattern showed normal battery depletion. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to enter safety mode, despite the fact that significant battery voltage and capacity remained. The lead remains in service at this time. The field is being contacted regarding the analysis findings, to discuss next options with the physician.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.